Event description:
The surgeon reported that he experienced an anterior radial capsular tear that occurred during hydrodissection. An anterior vitrectomy was performed and a sulcus iol was implanted and the pt did well. One day postoperatively, the pt's uncorrected distance visual acuity was 20/20 with no cells in the anterior chamber or vitreous.

Manufacturer narrative:
A company engineer was dispatched to investigate energy errors that were occurring on this laser sys as part of a separate complaint investigation. The investigation revealed the energy output was below spec. The sys was then calibrated and confirmed to be within specs. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. It should be noted that although the laser sys energy was low around the time of this event, there was no report of an incomplete capsulotomy and the tear occurred during hydrodissection. Although the device was out of spec, it cannot be concluded that the low energy caused or contributed to the capsular tear. Capsular tears are an inherent risk of cataract surgery. Root cause likely associated with pressure during hydrodissection and intracapsular gas from the lens fragmentation may have been a contributing factor. (B)(4).